Event description:
Endurant, talent and non mdt stent graft were implanted in patients in the endovascular treatments of abdominal aortic aneurysms on unknown dates. The following malfunctions were reported; type ia, ib endoleak, type iii endoleak, migration the following serious injuries were reported; re-intervention.

Manufacturer narrative:
Medtronic received the following information from a journal article entitled; remodeling of abdominal aortic angulation and curvature after endovascular aneurysm repair in patients with vs without late type ia endoleak or endograft migration c. L. Schuurmann r, kropman r, ouriel k, d. Jordan w, e. Muhs b, ¿t mannetje y, m. P. J. Reijnen m, fioole b, ünlü c, brummel p, p. M. De vries j p. Journal of endovascular therapy 2021, vol. 28(2) 342¿ 351 https://doi.org/10.1177%2f1526602821995831. If information is provided in the future, a supplemental report will be issued.